Manufacturer narrative:
Per the clinic, the patient was hospitalized from (B)(6) 2024 to (B)(6) 2024. During the admission, the patient was administered with few rounds of IV antibiotics. This report is submitted on may 24, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 24, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was also reported that the patient had an abscess above the implant site punctured on (B)(6) 2024 during the hospitalization admission. This report is submitted on july 04, 2024.